Manufacturer narrative:
The ge rep conducted an onsite investigation. The svc rep reloaded the system software and reformatted the hard drive. The system was tested and operates as intended.

Event description:
The customer reported that the images were not being sent to the pt's file. No pt injury was reported.